Event description:
It was reported to medtronic neurosurgery that the device was not working properly and that it was explanted.

Manufacturer narrative:
The returned valve was patent, and met the requirements for preimplantation testing. However, it did not meet the requirements for reflux, leak, or pressure-flow testing due multiple tears in the exterior silicone surface and the presence of proteinaceous debris within the valve. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. Also, debris within the valve may hold pressure-flow controlling mechanisms open, resulting in fluid reflux and/or siphoning. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. (B)(4).